Event description:
It was reported the device exhibited a 'no detection on the bolus connector" issue. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged dso seal and a scratched lens. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the defective remote dose connector was the root cause and was replaced. Additionally, the dso seal and the lens were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.